Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery led will not turn on when the battery was inserted. There was no pt involvement.